Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:00811400110, lot number:63187178, brand name: femoral stem 12/14. Report resource: the event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00105. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to femoral and acetabular periprosthetic fracture approximately 11 months post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.